Manufacturer narrative:
Charger sn (B)(4) was returned to zmc for evaluation. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and the q1 current controlling transistor and y1 crystal oscillator were shorted. The cause of the inability to charge the battery packs is the contamination and shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a charger was not charging batteries.